Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds and that the patient was experiencing phrenic nerve stimulation. An attempt to implant a new lead was unsuccessful due to patient anatomy. Subsequent reprogramming attempts to resolve the stimulation the following day failed and the lead was programmed off. No further patient complications have been reported as a result of this event.